Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device returned for evaluation. During evaluation it was determined that the the overall appearance of the device showed signs of moderate wear which is consistent with repeated use. It was also found that the device had undesired movement or play between the sasi clamp and the sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. The overall complaint was not confirmed as the observed condition of the device would not contribute to the complaint issue. However, loosening was found on the left-sasi. The issue related to the loosening is due to design and has been escalated to a CAPA.

Event description:
It was reported that the robotic assisted saw interface device clamp was getting stuck. During an in-house engineering evaluation, it was determined that the device had undesired movement/play between the saw interface clamp and the interface itself. This event did not occur during surgery. There was no patient involvement. All available information has been disclosed.